Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they noted leaking at the connection site with the heparin cap. The site was assessed, cleaned, and tightened two times, but continual leaking still noted at the site. The tubing was replaced and the patient¿s blood transfusion completed without further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. Visual inspection of the connecting engagements observed a dried blood leak at the engagement between the male luer of the bi-fuse and the female port of the maxzero component. Examination under magnification observed a microchannel that was allowing fluid to leak out. Functional testing resulted in the set flowing freely and showed no signs of leaking. Pressure testing confirmed leaking at the engagement between the male luer of the bi-fuse and the female port of the maxzero component. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported they noted leaking at the connection site with the heparin cap. The site was assessed, cleaned, & tightened two times, but continual leaking still noted at the site. The tubing was replaced and the patient¿s blood transfusion completed without further issues. There was no patient harm.